Event description:
It was reported the patient¿s implantable neurostimulator (ins) did not last as long as it was supposed to. **information omitted pertaining to events 700618496 - over-discharge/coupling, 700635854 and 700635905 regarding prior inss not lasting as long as they should** additional information was requested but not available at the time of reported and will be updated when received.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# l65524, implanted: (B)(6) 1999, product type: lead; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension; product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. (B)(4).

Event description:
It was further reported by the patient's physician that low voltage was seen on (B)(6) 2002. The battery was replaced on (B)(6) 2002. No malfunctions were noted and no cause determined.